Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as 2134256-2010-00435. It was reported that post a coronary artery drug eluting stenting treatment procedure, reocclusion and a coronary artery bypass graft procedure occurred. The index procedure treated the lesion in the left anterior descending artery (lad) with predilatation with a maverick balloon and implanting a 2.5x24mm study stent and post dilatation with 10% residual stenosis. In (B) (6) 2004, the patient presented with angina and had lesions in both the proximal left circumflex artery (lcx) and the 1st obtuse marginal (om) artery. Unknown size taxus express2 stents were placed in both the proximal lcx and the 1st om. Approximately 4 years later, the patient presented with chest pain and had a 4 vessel coronary artery bypass graft procedure with left mammary artery to the lad, reversed saphenous vein graft to the posterior descending artery, mid om and diagonal artery. No further patient injuries or complication occurred. Patient status at discharge was good.